Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing incisional skin during a gynecology surgery, the first needle was sutured and passed through the tail coil and the second needle was prepared to be sutured, the suture and the needle detached with normal force, and then suturing could not be continued. They opened another device to complete the case. There was no patient injury.